Event description:
It was reported that the camera head had disconnection of connector cable, during pre use inspection for an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4, h6, h11, d8, d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 error, electrical contact dents and image defects. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had disconnection of connector cable, during pre use inspection for an unspecified therapeutic procedure. There were no reports of patient harm.